Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The condition of under-infusion was confirmed. The pump head module was replaced.

Event description:
The facility representative reported under-infusion. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.